Manufacturer narrative:
One used list# ch2000s-c, spinning spiros (lot# 4713514) and one (1) used bd maxplus connector were returned for inspection. The devices were received connected. As received, the spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies were identified. Red residuals were present within the fluid path of the spiros and within the housing of the bd max plus. No damage on the luer threads of the spiros was observed. The used spinning spiros met measurement expectations outlined in the product performance specification. The reported complaint of a disconnection can be confirmed as the spiros was returned activated. However, without the return of the disconnected mating device, a probable cause cannot be determined. A device history review (DHR) lot# 4713514 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation. Investigation is pending. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros® closed male luer, red cap that disconnected at the connection between the spiros and the primary tubing during chemotherapy infusion; however, remained connected to the max plus. It was reported that the chemo drug that may have been used was cytarabine, methotrexate or blinatumomab; the length of time occurred from 10 minutes to 18+ hours and there may have been 1 ¿ 5 ml blood loss or bleed back. The chemo drug came into contact with the patient and the chemo spill was cleaned per facility protocol. The tubing and drug was replaced and therapy was resumed. There was patient involvement and no harm was reported.